Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Serial number: (B)(4). Software version: 3.8.5. Color: blue. Battery life remaining: <6 months. Customer reports: unable to turn the dial anymore. Per visual inspection: no cosmetic damage noted. The screw is not bent. Inpen received with leadscrew 1/4 of the way. The inpen screw retracts when dialing and advances when turning dose knob and high resistance while dispensing and dialing noted. Leadscrew with high resistance and unable to dial more than 4.0 units. However, after attempting several times manually rewinding and advancing the leadscrew particle / debris causing issue got dislodged and inpen function properly. Unit then was able to pair successfully and leadscrew advance every time 30.0 units were dialed and dosed. The dose button was removed and no dust / debris under the dose button or dose knob noted. In conclusion: the customer complaint of jammed dial / leadscrew is confirmed.

Event description:
Medtronic received information that damage (physical or cosmetic) occurred. There was no adverse impact or consequence reported as a result of this event.